Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 18-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was ejecting out when trying to issue item. A technical support specialist (tss) opened the tester application and guided the customer to place the cubie back in its correct spot. After that, the tss relaunched the application and asked the customer to issue an item from the same cubie. This time, the cubie lid opened as intended and remained in position. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, cubie was ejecting out when trying to issue item. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.